Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and non calcified left anterior tibial artery. After the coyote es mr 2mm x 20mm x 143cm balloon catheter crossed the lesion via a non bsc guide wire the balloon was inflated. On the first inflation the balloon was inflated to eight atmospheres for thirty seconds and ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).